Manufacturer narrative:
As of 03/17/2015, the subject device was not returned to fujifilm med systems (esd) for eval.

Event description:
As reported by physician: (B)(6) year old woman with history of mesenteric carcinoid status post open abdominal resection 2004 and history of total abdominal approach hysterectomy presenting with >10 year history of chronic abdominal pain, loose stools, bloating, distension. Retrograde double balloon enteroscopy procedure performed to assess for recurrent carcinoid. Outcome was no evidence of residual/recurrent ileal carcinoid at anastomosis but angulated bowel loops, thought most likely due to dense adhesive disease. Post-procedure course: about 4 hours post procedure while in pacu pt reported left lower quadrant abdominal pain. Three-view plain films, vital signs, and labs, including lactate, were all within normal limits. Surgery was consulted with decision to obtain CT abdomen. Due to identification of intraperitoneal free air pt was taken to or for repair of perforation at site of previous side-side small bowel anastomosis and extensive lysis of dense adhesions. Physician is of the opinion the subject enteroscope insertion tube and angulation are excessively stiff and should be evaluated.